Event description:
The customer reported the loss of a diagnostic live image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video control pcb and high voltage cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.